Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient stated a full cartridge was in use when the rubber stopper expelled from the bottom, resulting in the loss of all insulin. The patient expressed frustration and requested compensation, stating a belief that the issue was due to the cartridge and not related to user actions. Attempts were made to further assess the cause of the event; however, the patient declined to discuss additional details and maintained that the supply change had been performed correctly. The lot number for the cartridge was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.